Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measuring above 200 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.